Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) was found to be at end of life (eol). Premature battery depletion was suspected.